Event description:
It was reported that pump issued altitude alarm while insulin delivery was suspended, and speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, removed and reconnected cartridge, and successfully resumed insulin after waiting; altitude alarm did not recur, pump returned to normal operation, and customer received guidance for preventing future altitude alarms.